Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00068.

Event description:
A revision surgery was reported due to the plates not holding up well; a couple of screws backed out; and one screw was broken. During the revision surgery the plates and screws were explanted and the patient's sternum was closed using wires. The sales associate reported the surgeon followed the surgical technique; the tissue was bovied so the plate was flush against the sternum and the screws were manually tightened to ensure they were locked.